Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that she was sure what cause her high blood glucose if it was bad insulin or the device had issues. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.